Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 4194 lead, implanted (B)(6) 2012. (B)(4).